Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation.

Event description:
It was reported the user experienced an infection after the insertion of their latest sensor. The user reported 3 infections occurring between (B)(6) 2026, and (B)(6) 2026. The user reported going to the emergency room each time and being prescribed antibiotics. The third infection was characterized by characterized by swelling, pus, and blood drainage, along with reports of sensor inaccuracy prior to worsening symptoms. Due to repeated infections, the patient discontinued use of the system on (B)(6) 2026, and the sensor was removed. Despite these complications, user's hcp recommends continuing eversense therapy and plans a new sensor insertion. The users' additional infections were captured under 3009862700-2026-00209 and 3009862700-2026-00206. This report captures the final infection that reportedly occurred on (B)(6) 2026.